Manufacturer narrative:
Correction submitted 11/14/2014: the correct pump serial number associated with this complaint is (B)(4).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/14/2014 with the following results: testing confirmed the battery compartment is cracked at opening, down to division line. No alarms occured during testing. Testing completed using returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, a damaged casing issue: cracked battery compartment there was no indication that the device caused or contributed to an adverse event. This complaint is being reported as issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).